Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst noted that the device was returned to the lab due to no telemetry. Bench testing found telemetry would start after 19:96 seconds. The analyst indicated that the reported non-functional telemetry failure was due to a telemetry acknowledgment delay. The root cause, however, could not be determined as the condition disappeared during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor would not turn on prior to implant. The device was not used and an alternative device was implanted. No patient complications have been reported as a result of this event.